Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed displacement test. Unit received with corroded battery tube, peeling keypad overlay and missing end cap label. (B)(4).

Event description:
Information received by medtronic indicated that sticker was peeling off from the keypad. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.